Event description:
The doctor reported that implant was removed due to fixture fracture after 2 years and 9 months from implant placement. Bone type observed in the area was type 3, and oral hygiene around the site of surgery was good. During the surgery, local infection, bone resorption, and peri-implantitis were observed. Patient has since recovered.